Event description:
New information received noted that there were no device related patient symptoms.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that implantable cardiac monitor (icm) exhibited post sensed t wave oversensing. Programming changes were made resolving the issue. Patient condition is unknown.